Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿dosing stopped ¿ enter bg or connect cgm¿ after a new libre 3 plus cgm was placed and not paired, resulting in loss of automated dosing until the cgm was connected. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing with guidance provided to resume automated therapy after cgm pairing and warm-up or by manual bg entry if available. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user setup error leading to absent cgm data input to the ilet. It was concluded that the device functioned as designed and the event was attributable to user error, with dosing expected to resume once the cgm completed pairing and warm-up.